Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the stored electrogram revealed that the pulse generator exhibited intermittent atrial undersensing during the high ventricular rate episode. No programming changes would be made. No patient symptoms were reported; the patient would continue to be monitored, as normal.